Event description:
It was reported that the patient woke up in the cruise ship's medical facility after passing out in the middle of the night on (B)(6)2026 due to low blood glucose. The patient's blood glucose levels reached 42 mg/dl while wearing the pod longer than 48 hours. The patient was diagnosed with hypoglycemia. The patient was treated with intravenous (IV) dextrose and received two glucagon injections. The patient was discharged on the same day after 5 hours.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone18.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.